Manufacturer narrative:
(B)(4) - acidity in the vagina; urinary/bowel problems; difficulty walking; fatigue. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair on (B)(6) 2009 and a mesh ¿plug¿ was utilized. It was also reported that post-operatively she experienced pain in abdomen, inflammation and acidity of the vagina, urinary/bowel problems, dyspareunia, difficulty walking and fatigue. No additional information was provided.

Manufacturer narrative:
(B)(4).